Event description:
Patient had leadless pacemaker placed on 4/16, with good position and capture. The following day, pacer thresholds were high, capture was lost, and a chest x-ray showed dislodgment of the device. Additional imaging was performed and a device implant removal was coordinated for 4/19, to be immediately followed by a transvenous pacemaker insertion.